Event description:
The customer reported that a pt did not have enough fluid removed. Machine only removed 3.5 kg when the target weight loss was 5.0 kg. The machine indicated that the total fluid removed was 4.6 kg. A second treatment was performed later that day to remove the retained fluid.